Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested but not received: did the active blade break off of the device? Did the white tissue pad detach and fall off of the device?

Event description:
It was reported that during a laparoscopic colectomy procedure, after normal operation for an hour, one of the jaws broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.